Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the proximal, mid and distal circumflex with mild tortuosity, moderate calcification and 90% stenosis. The vessel diameter was 2.5-2.75 mm and the lesion length was 35mm. A 2.75x15 nc trek rx dilatation catheter was advanced without resistance for post dilatation; however, the balloon ruptured during the third inflation at 18 atmospheres. The 2.75x15 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a same size non-abbott balloon catheter was used. The procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Concomitant products: guide wire: runthrough ef; guide catheter: heartrail 6f il35; stent: xience prime 2.5x38mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.